Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted during testing.

Event description:
The customer reported via phone call that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. Customer stated that they are unable to troubleshoot at time of call. Customer stated can't clear the alarm and had a keypad anomaly. The customer was returning product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.